Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the three-piece intraocular lens (iol) was implanted with the yamane technique. At the post operative examination, the surgeon found that the haptics were in position while the optic had fallen into the vitreous chamber. The surgeon indicated that the optic was separated from both haptics at the optic/haptic junction. Through follow-up we learned that the patient underwent a posterior segment procedure to extract the optic, followed by an anterior chamber procedure. During the latter, the surgeon used laser shots to weld the floating haptics with the extracted optic. The iol remains implanted as he used the same haptics and optic. No additional information was received.